Manufacturer narrative:
(B)(4). The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected pump error 130 alarm noted. The insulin pump was received with cracked retainer and pillowing keypad overlay. Pcap locked into place properly.

Event description:
Information received by medtronic indicated that the insulin pump had pump error. The customer also stated that the insulin pump had passed displacement test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.